Event description:
Related manufacturer reference number: 1627487-2024-07973. It was reported the patient¿s so leads were fractured. X-rays were taken and confirmed. Surgical intervention took place wherein all leads was explanted and replaced.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Additional components potentially involved in the event include: common device name: quattrode, model: 3186, UDI: (B)(4), serial: (B)(6), batch: 8320191. Common device name: quattrode, model: 3186, UDI: (B)(4), serial: (B)(6), batch: 8339259.